Manufacturer narrative:
(B)(6). Product investigation summary: the hammer is broken at the end of the movable shaft. The broken part is jammed into the counterpart. There are signs of hammer blows on the slide and adapter part. The investigation shows that the instrument in question is broken and therefore the complaint condition is confirmed. The manufacturing review shows that the production procedure was according to the specifications and that there were no issues that would have contributed to this complaint condition. Unfortunately, the exact cause of this occurrence cannot be determined as no detailed clinical information was provided. Additionally, not all involved parts were available. It is likely that a mechanical overload situation during use led to the complained issue. The microscopic view of the broken surface shows a homogenous break, which indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. No product fault could be detected. Corrected data: (patient code). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part# 03.809.972 lot# 6435978 release to warehouse date: 06-oct-2010, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the distal part of an (B)(4) slide hammer broke off. There was no patient involvement. It is unknown when the event occured. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).